Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound bronchofibervideoscope experienced scope communication error e315. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, g3, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the customer allegation was not confirmed. Based on the results of the investigation, root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.